Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the capsule, visual analysis showed the handle appeared intact. The device was received with the nosecone over-captured by the capsule. When attempting to deploy the valve via rotation of the deployment knob, the end cap moved proximally with resistance noted, and the capsule did not retract. The capsule could not be retracted, and the valve could not be deployed. There was light scratching to tips of the end cap clips. The tip retract was returned partially detached with no evidence of forced opening. When reassembled and tested, the tip retract could move proximally without resistance while the capsule was still fully closed, exposing a section of the middle member. The trigger moved to fully retracted position but could not be advanced. There was a gradual bend along the device. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The reported event for difficult to deploy could be confirmed in the analysis. Conclusion: historically, deployment difficulties are related to high forces present in the system. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The device was received with the capsule over-captured. The instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The tip retraction components were separated. The description of the event does not indicate that this damage occurred during the reported issue. The damage may have occurred during return transport for analysis. The end cap separation may have been the cracking noise reported in the description of this event, but this cannot be confirmed. End cap separation refers to an event where the end cap/screw gear snap fit fails, and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. Slight scratches were observed on the tabs of the end cap. The cause of this scratching could not be determined. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy, access route, and load quality. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was introduced and placed in the patient. Tension was noted on the dcs. During the first deployment attempt, the capsule reacted when the release knob was turned, however on the second attempt at deployment, the capsule no longer reacted//opened when turned. The knob was not difficult to turn. An unknown "cracking" noise in the dcs was also noted during recapture. The dcs could not be closed. The dcs was retrieved from the patient. The dcs could not be opened outside of the patient after it was withdrawn. A new valve and new dcs were used. Of note, there was noting notable regarding the patient's anatomy that contributed to the deployment issue. No adverse patient effects were reported.